Event description:
A patient was pinned in a mayfield head holder for a procedure and torqued to 60. As the patient's head was being positioned the mayfield head holder jerked and was noted to be torqued at 40. The head holder was retorqued to 60 and positioning resumed. The head holder jerked again and was noted to be torqued at 0. This caused a 6 cm scalp laceration to patient's head.